Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, the no image failure was caused by a faulty charged coupled device (ccd). It is likely that the failure of the ccd prevented the video function from functioning propely, which resulted in the the no image. However, it is unknown what caused the ccd to fail. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of no image was confirmed. The loss of image was due to faulty charged coupled device. Additionally, the investigation revealed a faded serial plate. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that prior to using the high definition camera head, the image does not appear (no image) there is no picture. The procedure was completed using a similar device. There were no reports of patient harm or impact associated with the event.